Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 10 additional complaints associated with the lot for the reported issue. Six samples were received for evaluation. The returned samples were visually inspected. Six samples were found conforming and three samples were found non-conforming with cuts in each septum. The conforming samples were then functionally tested for leaking. Four samples were found conforming and two samples were found non-conforming. Possible root causes related to the molding and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there have been many occurrences of leaking trocars. The procedures are completed with new products. There have been no consequences to patients. Additional information and product samples have been requested.

Manufacturer narrative:
(B)(4).